Event description:
It was reported that the patient received a gel one injection approximately 7 weeks prior. Subsequently, the patient has been experiencing burning and swelling off and on around the injection site. The patient is feeling relief now after 7 weeks of the injection.